Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer to change the set and use manual injections per md protocol. Later family member called and stated that the customer's bgs have been high all day. Family member did not give the customer a manual injection. The customer was taken to the hosp. It was indicated that the infusion set was changed several times and each time the cannula was bent. Reviewed the insertion technique and it seemed to be correct.